Event description:
It was reported, the electrical cord emitted a spark.

Manufacturer narrative:
It was reported the electrical cord emitted a spark. Examination of the cord revealed a break at the entrance to the butterfly strain relief area into the pad. Correspondence explained that the electrical cord had been chewed in two by a dog. We determined that this report was attributable to misuse on the part of the consumer.